Manufacturer narrative:
Conclusion: device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. As per information received, the patient is a previous baha user and the ci coil was placed right over the baha abutment prior location, most likely leading to the reported wound healing problem followed by exposure of the implant housing. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process during manufacturing. This is a final report.

Event description:
It was reported that the patient had wound healing problems. The patient was explanted on (B)(6) 2015 and the electrode array has been left in place for future re-implantation. According to the explantation report, the implant housing was exposed.

Event description:
It was reported that the pt has wound healing problems and will be explanted on (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).